Manufacturer narrative:
Samples were processed from 13x100mm serum separator (sst) tubes and centrifuged for 10 minutes at 3700 rpm. Qc and calibration data provided by the customer were acceptable and did not show any issues on the day of the event. A field service engineer (fse) was dispatched to the customer's site a day after the event ((B)(6) 2013). Fse cleaned the flowcell and performed maintenance. Ise verification protocol was performed. The customer continued to question ise performance and called back on (B)(6) 2013. Upon review of customer supplied data, bec determined that all results met precision claims. Fse went back on-site (B)(4) 2013 to evaluate the instrument. Fse was unable to get ise calibration number within specification and parts were ordered to complete repairs. Fse returned the following day ((B)(4) 2013) to complete repairs - both sodium electrodes, the potassium and calcium tips, the carbon bridge and the flowcell were replaced. The instrument was verified to be performing according to specifications. A clear cause for this event could not be determined. Fse replaced multiple parts and maintenance procedures were performed.

Event description:
A customer contacted beckman coulter (bec) to report low sodium (na) and chloride (cl) results. The customer observed low results and stopped running patient samples. Previously tested samples were retested and the discrepant results were discovered. Per customer, several erroneous results were generated but only 1 result was released outside of the laboratory and later amended. The customer said there was no injury or affect to patient treatment with regard to the release of the erroneous result. The results provided by the customer are shown in the attachment.